Manufacturer narrative:
When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Event description:
It was reported that a patient underwent a procedure with a coolflow tubing set, and foreign material was found in the tubing set. The issue was resolved by changing the tubing set. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on september 19, 2014. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient underwent a procedure with a coolflow tubing set, and foreign material was found in the tubing set. The issue was resolved by changing the tubing set. The procedure was completed without patient consequence. Upon receipt, the tubing was visually inspected and clear foreign material was floating inside large tubing on the drip chamber side. A ft-ir test was performed to in order to identify the type of foreign material. The results demonstrated that the particle was primarily composed of polyethylene. An internal corrective action has been opened to investigate this issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However the root cause remains unknown. An internal corrective action has been opened to investigate this issue.